Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. Root cause: the root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.